Event description:
A caller reported a cartridge alarm 30 issue with their pump, and despite this, there was no adverse impact on their blood glucose level as it did not exceed 500 mg/dl. The customer, guided by technical support, agreed to use an alternative insulin delivery method, mdi, until they received a replacement pump, which was sent by tandem technical support. Additionally, technical support provided instructions regarding storage mode and returning the faulty pump, and the caller acknowledged these instructions.